Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited high impedance. The physician attempted to reposition, the helix would not retract or extend. The lead was not used and a new lead was placed. The patient was fine post procedure.